Event description:
Customer reported pump screen unexpectedly went blank, with no led blinking and unable to power on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to attempt various troubleshooting steps, but the pump did not turn on. As a corrective action, it was determined that the pump would be replaced. A replacement pump with updated software was arranged for delivery with signature required, and the customer was informed about actions to take upon its receipt, including returning the faulty pump within ten days.